Event description:
It was reported that the ventricular lead exhibited variable high impedances which caused intermittent capture. The patient had already undergone an atrial lead revision, and post revision, the variable high ventricular lead impedances began. The patient was experiencing chest pain. Ventricular lead impedances in bipolar varied from 800 ohms to greater than 2000 ohms. The lead was repositioned.

Manufacturer narrative:
No medwatch form was received.